Event description:
Manufacturer report number 3006705815-2019-01152.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 3006705815-2019-01152. It was reported that high impedance and lead migration issues was observed on both leads. The patient did not receive effective pain coverage due to the high impedance issue and no traumas were experienced. Leads were explanted and new leads were implanted. Stimulation was programmed on and effective coverage was achieved with the new leads post procedure. Patient was stable.